Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.

Event description:
It was reported the pt suddenly lost stimulation and the external devices were unable to communicate with the ipg. The pt was in pain and went to the ER. Surgical intervention is planned to address the issue.